Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Section a: no patient demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely depressed sodium and chloride results for one patient. The following information was provided: sid (B)(6): sodium initial 82.49 mmol/l, repeated 133.13, and 137.62 mmol/l chloride initial 61.64 mmol/l, repeated 104.15 mmol/l no impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed. The ticket search determined that there is normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue for the product list number. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency was identified. This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.